Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Made all my teeth go loose [loose tooth]; bottom teeth moved most, top ones some; bottom teeth are a mess, on top had braces for years and they have been straight for years and no longer are [malpositioned teeth]; painful - teeth [toothache]; electric toothbrush made all teeth go loose in head - oral-b rechargeable toothbrush [injury associated with device]. Case description: an adult female consumer reported via phone on 07-feb-2017 that she used an oral-b rechargeable toothbrush, version unknown, twice a day beginning on an unspecified date, and it made all her teeth go loose in her head. Her teeth had moved as a result, and it was very painful. She stated the bottom teeth moved most, and the top ones some. She reported this maybe started in the middle of last year; she had used the product for 3 to 4 months before she realized it was the cause. She did not know it was the toothbrush until she stopped using it, and her teeth started to get stronger again. They were not as loose anymore. She tried again three times using the brush. Her teeth were loose again, so she knew it was due to the toothbrush. She stated her bottom teeth were just a mess. She had braces on top for years, and her teeth had been straight for years, but were no longer straight. She stated she could not eat hard food at the moment. She had visited a dentist, and the dentist could not explain why her teeth were loose. The consumer had a root canal as treatment. She reported the dentist suggested a gum treatment, but she could not afford it. She also stated she wanted to see a doctor to have an x-ray "and stuff," but it was so hard to get an appointment. The consumer was using sensocare toothpaste for gum problems as well as listerine total mouthwash to help her gum and teeth "repair and pain." She had not previously used this type of oral-b toothbrush, and described it as the "regular one, normal toothbrush." It was a couple of years old, and it used to be her daughter's brush. Her daughter stopped using it because she got braces. The consumer described the toothbrush heads as "the one that had little yellow parts in it" and she had used "three of them or so." The case outcome was not recovered/ not resolved. Relevant history: the consumer reported drug allergies to antibiotics and high blood pressure medicine. The consumer reported she had used an unspecified toothbrush years ago with no problems. Concomitant product: oral-b brushheads, version unknown. No further information was provided. On 14-feb-2017 follow-up phone call with consumer: the consumer, age (B)(6), reported she used to have braces and she should have working teeth. She reported her situation was perplexing for the hospital; they were considering the toothbrush as the last thing which could be causing the problem. The consumer stated she did her own experiment and stopped using the toothbrush for about a month. Her teeth started to not be as loose. She then resumed use of the toothbrush once a week, and after about three weeks her teeth were loose again. The consumer reported she was in constant pain, and she could not eat hard foods because it was not very nice having loose teeth. She still had the toothbrush. The case outcome remained not recovered/ not resolved. No further information was provided.